Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation the battery charger was unable to recognize a battery. The cause for the failure was insect contamination throughout the unit. The root cause for the insect contamination could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.